Manufacturer narrative:
"Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. (B)(4)."

Event description:
It was reported that 19 unspecified bd connecta had a loose stopcock (2), damaged unit packaging (5), or flow issues (12) during use. The following was reported by the initial reporter: "it was reported via post market survey that the clinician encountered occurrences of no flow or reduced flow of fluids (10), free or unrestricted flow (2), the bd connecta¿ stopcock is defective or damaged (2), and the package seal open before use (5)."